Manufacturer narrative:
Complaint conclusion: as reported in the publication by mukhopadhyay, et al accidental retrieval of a fully deployed stent: a case report (2015); e153-e157, during a stenting procedure of a (B)(6) male patient, a deformed and stretched 3.0x23mm xience (abbott vascular) ostial left anterior descending artery (lad) stent was entangled in the 0.014in atw guidewire and accidentally removed during withdrawal of the guidewire and catheter. Although one ptca (percutaneous transluminal coronary angioplasty) 0.014in atw guidewire (which was passed first) came out smoothly, resistance was encountered while pulling out the second 0.014in atw guidewire. At this point, the patient was hemodynamically stable and asymptomatic. An immediate angiogram of the left system showed haziness in the ostio-proximal lad with thrombolysis in myocardial infarction (timi) 3 flow distally. Realizing that the stent deployed in the ostial lad had accidentally been removed, two soft tip 0.014 wires (atw, cordis, johnson and johnson) were passed in both the lad and obtuse marginal (om) branch. Following this, a 2.5x18 mm stent (xience v, abbot vascular) was deployed first in the om followed by a 3.0x28mm stent (xience v, abbot vascular) in the lad. The final angiogram showed well expanded stents with timi 3 flow in both vessels. The product was not returned for analysis and a lot number was not provided, therefore a device history record (DHR) review cannot be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device will not be returned for analysis, and no sterile lot number was provided, therefore no product investigation nor device history records review will be conducted. This will be submitted as an initial/final MDR report, as no additional information will be provided. Concomitant products: 3.0x23mm stent (xience v, abott vascular), 2.5x18 mm stent (xience v, abbot vascular), 3.0x28mm stent (xience v, abbot vascular), unknown guiding catheter. Literature citation: mukhopadhyay, et al. (2015). Accidental retrieval of a fully deployed stent: a case report. Catheterization and cardiovascular interventions; 86:e153¿e157.

Event description:
As reported in the publication by mukhopadhyay, et al accidental retrieval of a fully deployed stent: a case report (2015); e153-e157; in a case involving a (B)(6) male patient, after pulling out the guiding catheter and the 0.014in atw guidewire out of the femoral sheath during a stenting procedure, the deformed and stretched 3.0x23mm (xience v, abott vascular) ostial lad (left anterior descending artery) stent was entangled in the 0.014in atw guidewire. Although one ptca (percutaneous transluminal coronary angioplasty) 0.014in atw guidewire guidewire (which was passed first) came out smoothly, resistance was encountered while pulling out the second 0.014in atw guidewire and the guide catheter was getting sucked into the lcx (left circumflex artery). At this point the patient was hemodynamically stable and asymptomatic. An immediate angiogram of the left system showed haziness in the ostio-proximal lad with thrombolysis in myocardial infarction (timi) 3 flow distally. Realizing that the stent deployed in the ostial lad had got accidentally retrieved, two soft tip 0.01400 wires (atw, cordis, johnson and johnson) were passed in both the lad and om (obtuse marginal branch). Following this, a 2.5x18 mm stent (xience v, abbot vascular) was deployed first in om followed by a 3.0x28mm stent (xience v, abbot vascular) in the lad. The final angiogram showed well expanded stents with timi 3 flow in both vessels.